Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "gap in front housing and handle on lower left side. Turned pump on. Confirmed double red flashing leds. Logs reviewed at mayo clinic repair depot indicate a pneumatic issue and 12v failure - mechanical hardware failure (air compressor). Biomed opened unit and discovered broken screw mount in lower-left of front housing. Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.